Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4) and is related to and occurred prior to (c&r#: (B)(4).

Event description:
It was reported to philips that system bootup fail. This is connected to startup issues related to a allura xper fd20/20. There was no reported patient or user harm.